Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the motor drive unit was making a grinding noise when the hand piece was being activated. The procedure was slowly completed using this unit. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.